Event description:
It was reported that a malfunction occurred with the pump, indicated by an error code provided by the customer. There was no adverse impact to the customer's blood glucose level. The pump was set to be returned for further examination, and a replacement pump was arranged.